Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The issue is previously assessed in a corrective action which states that the trilogy cup positioner by design has a smaller shaft cross-sectional area which can cause the instrument fracture. However without the product a definitive root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  A trilogy cup positioner was returned visual evaluation identified the following: the device was fractured mid-shaft and the bolt exhibited damage. There was wear and tear consistent with potential use over the field age of approximately 3 years 10 months. The material hardness of the shaft is conforming to print specifications. No other damages were noted. Additionally, the device has had a field age of 3 years 10 months, and review of the rir confirmed that the raw materials were conforming to print specifications. The reported failures were previously investigated and documented in a corrective action per the corrective action. 1) leading thread damage-the design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads. 2) instrument fracture location-the trilogy cup positioner by design has a smaller shaft cross sectional area which can cause the instrument fracture. Evaluation of the returned device does not change the final conclusions of previous investigation. Evaluation of the returned device does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured into two. Attempts have been made and additional information on the reported event is unavailable at this time.